Manufacturer narrative:
The tubing subject of the reported event and additional tubing from the same lot were returned for evaluation. The tubing was visually inspected, and no issues were noted. The returned tubing was further connected to an endoscope for functionality testing. During the functionality testing, the tubing performed as designed and the tubing did not pop off the air connection. The reported event was unable to be duplicated. The device history record (DHR) for the subject lot was reviewed and no issues were noted; the tubing was manufactured to specification. Steris will continue to monitor for similar events. No additional issues have been reported.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that as an employee was flushing an endoscope with their scope buddy plus, the air connection hookup from the scope buddy plus olympus tubing "popped off" subsequently causing sink water to spray onto employees. No report of injury.